Event description:
The complainant reports after three hours of use the retention balloon of the flexi-seal fms 'dropped out from rectum' due to a leak between the balloon inflation port and tubing which resulted in detachment of the balloon inflation port.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.